Manufacturer narrative:
Block b3: the event date was approximated to (B)(6) 2019, the date the complaint was first reported to bsc, as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Blocks f10 and h6: patient codes of 2422 and 3191 capture the reportable events of obstruction in the small intestine and drainage tubing respectively. Block h6: conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: block b5 updated.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted during a sacrocolpopexy procedure. According to the complainant, the patient was diagnosed with small intestine obstruction after the procedure and the physician believed that the upsylon had caused it. Reportedly, this was addressed by drainage tubing. The patient's current condition is reported to be good.

Manufacturer narrative:
The event date was approximated to (B)(6) 2019, the date the complaint was first reported to bsc, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted during a sacrocolpopexy procedure. According to the complainant, the patient presented an obstruction in the small intestine post surgery. Reportedly, this was addressed by drainage tubing. The patient's current condition is reported to be good.